Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy procedure, the user reportedly experienced difficulty deploying the second poly loop. The first poly loop was reportedly deployed correctly, but not the second. The users reported the second poly loop was successfully placed over the polyp and tightened; however, the poly loop would not deploy. The catheter ended up breaking the handle and a pair of wire cutters were used to remove the bulky end of the device so the endoscope could be withdrawn. When the endoscope was withdrawn, the users noted that the internal components of the catheter was broken. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain detailed info regarding the reported event. The user facility staff reported that there was no pt injury, and that the procedure being performed at the time of event was a therapeutic colonoscopy with polypectomy. The users reportedly used two poly loops; the first poly loop was successfully deployed. The second poly loop was placed over a polyp with a large stalk near the ileocecal valve, and the user was reportedly able to tighten the device around the polyp but the users could not deploy loop. The users utilized a wire cutters cut off the handle, and the poly loop and the endoscope were removed from the pt. The procedure was reportedly completed using a different poly loop. The subject device was not returned to olympus for eval, as the user facility personnel discarded it following the procedure. This report is being submitted as a medical device report in an abundance of caution.